Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted and replaced.

Event description:
Additionally, healthcare professional reported, capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Device evaluation: analysis of the returned device identified, opening extended on anterior and underweight. A visual and microscopic analysis was performed which identified, opening crease sharp on anterior, crease fold, stress marks and wear abrasion. Based on the device analysis, the final assessment is: an opening crease sharp on anterior assessed, as fold flaw opening.